Event description:
It was reported that the swivel end broke off when turning. No harm or injury to the pt was reported. This was deemed a serious malfunction because of the possible danger of a broken piece of the loop rod falling into the abdominal cavity during the surgical procedure when the stoma is created which could require medical intervention to prevent serious injury.